Event description:
It was reported that the patient has expired. Review of manufacturer records identified that the patient expired approximately six and half months after implant of the implantable pulse generator (ipg) replacement system. A contact for additional information is not reasonably known as the patient expired four years ago.

Manufacturer narrative:
The device associated with this adverse outcome was identified upon review of the manufacturer¿s database. No further information is available. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Concomitant medical products: 5076-45 lead implanted (B)(6) 2008, b)(4).